Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the left ventricular (lv) lead, when removing the inner catheter, the lead was removed from the body. The physician thought that it may have been caused by the helix tip which was deeply wedged into the blood vessel as there was some resistance when the lead was removed. It also seemed that the side helix may have gotten slightly stuck with the hemostatic valve when it was removed from the guiding catheter. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.